Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was impla nted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the midline incision did not heal due to compliance. The patient was given antibiotics, however, the midline incision had granular tissue that would not properly heal. The device was explanted. The issue was resolved.